Event description:
The customer reported to customer service that her adaptor is getting a little hot. No report of sparks or flames and no injuries were sustained.

Manufacturer narrative:
A replacement power supply was sent to the customer. In the original call to customer service the customer only stated that her transformer was getting a little hot. In follow up with the customer, the customer stated that the transformer housing was cracked and that no electrical wires were exposed. The customer also stated that she did not see any sparks, flame or fire and that no injuries were sustained. A product evaluation confirmed that the transformer hosing was broken, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked no electrical components were exposed. The power supply was plugged in and the voltage across the dc plug was measured at 13.92 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that thee is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.7 ohms, which is normal and indicates that the thermal fuse did not blow.